Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported two false negative results via social media with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses test one (1) of two (2). Repeat testing was performed after two days which generated a negative result. Additional testing was performed (at urgent care) on an unknown date with an unknown brand test which generated a positive result. No additional information, including patient treatment and outcome, was provided.

Event description:
The consumer reported two false negative results via social media with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses test one (1) of two (2). Repeat testing was performed after two days which generated a negative result. Additional testing was performed (at urgent care) on an unknown date with an unknown brand test which generated a positive result. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.